Event description:
It was reported that the patient underwent an ICD change due to eri, the physician connected the chronic leads. At follow up a fluoroscopy was done, it showed that the atrial lead had dislodged. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.